Manufacturer narrative:
On may 11, 2023, the mentor failure analysis lab received the device for evaluation. On may 15, 2023, mentor received additional information indicating that the patient's implants were replaced with the following devices: (right) 400cc mentor smooth round moderate plus profile catalog: 3502400 lot: 9813543 sn: (B)(6) and (left) 400cc mentor smooth round moderate plus profile catalog: 3502400 lot: 9784958 sn: (B)(6). On may 18, 2023, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the sm mpps dv 400cc breast implant was found to have a tear (tear a) extended to an area of missing material, measuring approximately 0.5 cm, and 1.3 x 1.2 cm, respectively. In addition, a second tear (tear b) was found within a crease/fold, measuring approximately 0.1 cm. Both tears were found on the posterior aspect. Microscopic examination was performed on the edges of the tears, and parallel striations were found in an area of tear a, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of tear a could not be identified. Additionally, a microscopic examination was performed and no instrument damage was observed at the edges of tear b. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The evaluation determined that the possible cause of tear b is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required.

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with two 400cc mentor smooth round moderate plus profile saline breast prostheses and suffered right breast implant deflation, post-operatively. As a result, the patient underwent breast implant removal surgery on (B)(6) 2023.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).